Event description:
Reported indicated that device diagnostic testing at office visit resulted in high head impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient indicated that they can still feel stimulation. Lead break is suspected although the patient denies any trauma or injury that may have damaged the lead wires. No x-rays were taken. Neurologist plans to leave the device implanted and programmed to on to see if there is any change in seizure control when device reaches end of service. The patient has reportedly received little or no benefit from the vns therapy. No adverse event was reported in conjunction with the high lead impedance condition.